Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) value was at 67 mg/dl and was unsteady when standing and walking. The patient acknowledged that the bg value was from the continuous glucose monitor (cgm) and they did not test for bg. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The patient alleged that there was no warning from the device indicating that the bg was dropping. Review of the cgm history did not find any record of the alleged low bg excursion. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the patient was relying on the cgm for their bg reading.